Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information receive the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Ved, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert. Upon interrogation, loss of ventricular capture and low, out of range impedance was discovered. The proximal end of the lead was twisted around itself in the pocket, which the physician believes may have been a result of twiddler's syndrome. The lead was capped and replaced. The patient was stable.